Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The submitted log file contained approximately 22 days of data ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The log file captured a no external power alarm on (B)(6) 2020 at 6:06:53 due to a temporary loss of power while connected to the mobile power unit (mpu). The alarm resolved when power to the mpu was restored. The system controller backup battery supplied power to the system during the loss of external power. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, low voltage hazard, low speed advisory/hazard, pump off, and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed as the serial number of the product is unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-03532. Upon further review of the submitted log file, a brief no external power event was observed on (B)(6) 2020 at 06:06:53 am while the device was connected to the mobile power unit (mpu). Additional information communicated on 02nov2020 reported that the customer does not believe that there were any malfunctions associated with the mpu, and that the mpu is currently operational. The serial number of the mpu was not provided as the mcs clinical specialist noted that the issue was with a grounded power source and that the mpu functioned as intended. It was confirmed that the patient's mpu does have a v-lock connector on the a/c power cord, and no environmental circumstances that would have affected a/c power were reported.